Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire dissected the internal carotid artery (ica) while trying to engage and advance the guidewire distally. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation report is attached to this report. The description was updated to align with the gudid.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire dissected the internal carotid artery (ica) while trying to engage and advance the guidewire distally. An unplanned additional stent was placed to cover the dissection.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire dissected the internal carotid artery (ica) while trying to engage and advance the guidewire distally. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire dissected the internal carotid artery (ica) while trying to engage and advance the guidewire distally. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation report is attached to this report.